Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "on (B)(6) 2019, during labeling and inspection activities, it was noted that 3 syringe, tip, 20ml sterile contained defects (2 black speck loose particulates and 1 brownish-grey smudge). Material was not used in the manufacturing process."3 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "on (B)(6) 2019, during labeling and inspection activities, it was noted that 3 syringe, tip, 20ml sterile contained defects (2 black speck loose particulates and 1 brownish-grey smudge). Material was not used in the manufacturing process." 3 occurrences were reported.